Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with continuous glucose monitor readings up to 372¿368 mg/dl after a high-carbohydrate meal while using the ilet with an infusion set on the lower abdomen and a libre 3+ sensor; the user reported delivering meal announcements totaling 23 units and later planned a manual subcutaneous insulin injection, performed a full supply change at three days, and the field team was engaged to review logs for potential further actions. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to determine a device-related problem or specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.